Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect and was not helping their symptoms since implant (B)(6) 2017. The patient mentioned that it had not helped at all since implant but noted that their doctors mentioned it worked the first weekend. The patient stated they may have been hopeful or thought it was working but they did not think it ever did. They were programmed by a previous doctor before they moved. The patient had a new doctor who told them that they need to keep adjusting them or had ¿trouble programming due to "static" and caller wants to know what "static" is¿. It was reported that the patient had spinal stenosis (unrelated to the implanted device) and they were told recently (2019) by gastroenterologist they saw that it could ¿cause her body to not be able to respond to the stimulation (maybe not feel it or not send the message to the brain)¿. The patient had been to see their new healthcare professional (hcp) 3 times, one first meeting and 2 programming sessions (B)(6) 2019 and (B)(6) 2019. It was reviewed with the patient that the hcp may try different programs even though current programs does not help and was redirected to follow up with them. The patient did not need assistance with the programmer. The patient stated that overall their physical activity level was ¿she's active and doing well¿. There were no further complications reported or anticipated.